Event description:
Reportedly, the pacemaker was found in standby mode and the aida memories were not activated. It is suspected that the patient was near a strong magnetic field. They are concerned that by going into that mode, the output was at 3.5v and the battery estimate from last year's monitoring to this one had dropped by 3 years.

Manufacturer narrative:
The conclusions are as follows: the patient files led to the following observations: - several resets have been observed due to memory corruption and seem to be related to the strong electromagnetic field that the patient underwent. - the aida memories state was related to the resets. - the reinitialization was properly performed on (B)(6) 2025 at 11:37 and the subject pacemaker returned to a normal functioning with an aida memories and statistics reset. - it should be noted that the message ¿aida memories not activated¿ has been displayed at the beginning of the session, therefore before the reinitialization and does not reflect the current state. Based on the available data, no issue is suspected on the subject pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was found in standby mode and the aida memories were not activated. It is suspected that the patient was near a strong magnetic field. They are concerned that by going into that mode, the output was at 3.5v and the battery estimate from last year's monitoring to this one had dropped by 3 years.